Event description:
This is a supplemental report to uf report. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The et tube had been trimmed according to the complaint report. The incident was determined to be user error. A statement is highlighted within a warning box in the dfus which states: "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut."